Manufacturer narrative:
At this time, the suspect device is under quarantine by the medical facility. Once available for an evaluation, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in use on a baby, the unit was making a loud hissing sound that could be heard from the back of the unit and the air hose pipe was leaking, causing the unit to not providing any pressure. At the time of the event, the unit was alarming "e45 error" on the screen. The baby remained stable and was placed on another unit.